Event description:
It was reported that the patient was experiencing pain and had limited motion, so the surgeon revised. Only the head was removed.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Product not returned to manufacturer.

Manufacturer narrative:
An event regarding low rom of a reunion head was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no devices were returned for evaluation. Medical records received and evaluation: the provided x-ray was reviewed by a consulting clinician who indicated no conclusions can be drawn from the information provided. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events. Conclusions: the exact cause of the event could not be determined because the devices were not returned for evaluation and insufficient patient information was provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient was experiencing pain and had limited motion so the surgeon revised. Only the head was removed.